Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged pitch cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a problem with wrist rotation of 8mm prograsp forceps instrument. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck shut or unable to be opened. The instrument was not moving in a reversed direction. The instrument did not move uncontrollably. The instrument was unable to moved and remained static.